Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A cfr was provided and reviewed by a health care professional. A timeline was created and review of the available records identified the following: 6-week follow-up--no pain, good range of motion, negative for clicking, constant swelling. 6-month follow-up-- moderate pain taking paracetamol, positive for clicking, constant swelling, extremely stiff. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient was found to have pain, swelling, and clicking noises approximately 6 months post implantation, as well as a new meniscal tear approximately 1 year post implantation. The patient was scheduled for reoperation, but this procedure was cancelled as the patient spontaneously healed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient was found to have pain, swelling, and clicking noises approximately 6 months post implantation, as well as a new meniscal tear approximately 1 year post implantation. The patient is scheduled for reoperation, although no procedure has been reported at the time of this report. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: juggerstitch curved implant cat# 110024773 lot# 985410. Foreign source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02837.